Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph and one used sample was provided for evaluation. Upon visual inspection of the returned sample, it was observed that the sample was missing one of the spikes. Minimal solvent was observed at the connection of the tubing and the missing spike. Due to the nature of the received sample, air-in-line was unable to be replicated during the sample evaluation. Additionally, the photograph was visually evaluated. Through this evaluation, air bubbles were noted in the tubing, which could stem from the spike not being fully bonded. Relevant dimensional analysis was also performed on the pump tubing, and it was found that the outer diameter of the pump segment tubing met specifications. Based on the data from the investigation, the reported defect was unable to be confirmed. Although the exact root cause was unable to be determined, the most probable root cause could be attributed to operator oversight during the production process. Specifically, the operator applied insufficient solvent on the tubing during the manual solvent application process of the product. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material: 490105, lot: 0061943791) was being used to administer plasma on (B)(6) 2024. According to the complainant, the pump repeatedly detected air in line when there was like on micro bubble in tubing. Despite multiple unsuccessful attempts to reprime (like 30 times) and would not run, until they took out the tubing of the pump and just flicked it enough to run. They had originally primed on the pump, switched pumps, flicked the tubing incase there was air. It took 2 hours to give instead of the 1 that is was supposed to and caused us to delay giving other blood products that were needed. It was plasma so they could not change tubing. The complaint device has been returned to the manufacturer for evaluation.